Manufacturer narrative:
An event regarding patellar component wear involving a triathlon baseplate was reported. Medical review of the provided medical records confirms malposition of the baseplate. Method & results: device evaluation and results: not performed as the baseplate was not returned, it remains implanted. Medical records received and evaluation: the medical review indicated suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left knee was revised. As reported by rep: "grinding, anterior knee pain." The liner and patellar component were revised. Event description update based on medical review: suboptimal soft tissue balance in the extensor tendon mechanism of the knee in combination with component malposition on the tibial side with the femur also suspected but unproven due to absent relevant x-ray has contributed to lateral shift and tilt in the patellofemoral joint with anterior knee pain and grinding noises requiring revision surgery.